Event description:
It was reported that the patient's vns had been explanted due to the device causing irritation in the throat at times. The explanting facility does not return explanted devices per the facility's policies and product return is not expected. No additional or relevant information has been received to date.

Event description:
Additional information was received reporting the patient's vns was removed due to voice changes and headaches. It was also reported that the device was removed since it did not diminish the patient's seizures and due to loud noises bothering the patient. The surgery was reportedly for patient comfort reasons. No additional or relevant information has been received to date.